Manufacturer narrative:
(B)(4) records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an episode due to small amplitudes being oversensed. No inappropriate therapy was delivered. It was reported this was an isolated episode and the system will continue to be monitored. No adverse patient effects were reported.

Event description:
Additional information was received indicating the patient had received inappropriate shocks due to small signal amplitudes with oversensing. Shock impedance measurements were in the 120 ohms range for both inappropriate shocks. The vector was programmed to secondary vector to mitigate further oversensing. No adverse patient effects were reported.